Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
In 2009, the lay user/pt contacted lifescan (lfs) alleging that his onetouch ultra meter was reading inaccurately high compared to another device. The complaint was classified based on the conversation the customer care advocate (cca) and with the pt, since the medical surveillance specialist (mss) was unable to obtain additional info from the pt. The pt reported that on the early morning of the same day (between 3 and 4 am) he obtained an alleged high blood glucose reading of "589 mg/dl" with the subject meter. The pt stated that he woke up from his sleep sweating and experiencing blurred vision. In response to the "589 mg/dl" reading, the pt claimed he took 82 units of insulin (type unk) even though he had taken 72 units of insulin just a few hours earlier when he had gone to bed. The pt claimed that when he did not feel better, he went to his neighbor's home, tested on another device (brand unk) and obtained a reading of "33 mg/dl." The pt stated that both tests were taken within a 30 minute period; however, the pt treated self with insulin in between the two tests. The pt reported that he then treated self with food and/or drink after obtaining the low result on neighbor's meter. The pt informed the cca that the recently had his toe amputated and for the past 2 weeks he had been obtaining higher than usual readings with the subject meter. The pt claimed he generally tests in the "200 mg/dl" range; however, recently has been obtaining results in the 400-600 mg/dl" range and at times has obtained a message of "hi" with the subject meter, suggesting his blood glucose was over "600 mg/dl". The pt claimed in response to the readings he increased the amount of insulin he took by approximately 10 units. It is unclear if the pt had developed symptoms prior to that day, but reported that anytime he did not feel well he would eat something and feel better afterwards. At the time of troubleshooting, the customer care advocate (cca) noted that the pt was using the correct testing technique and cleaning the puncture area properly. Replacement products were sent to the pt. This complaint is being reported because pt claims he obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.